Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was leaking past the 2nd o ring. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the reservoir was leaking. The customer stated that they were changing the set. The customer stated that the reservoir was used. The customer stated that there was an air bubble in the reservoir. The device will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs. Performed pre-fill test to reservoirs. No air bubbles and no leakage were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles and no leaks. Also ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm insulin pump. Conclusion: reservoirs no air bubbles and no leaks. (B)(4).